Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated arctic sun device needs to add water to their device due to the low flow rate. Explained this was related to air flow vs water flow. Flow rate (fr) was 0.3lpm. Guided to diagnostics: system hours 3107, pump hours 3024, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 0 percent, flow rate (fr) was 0lpm. Disconnected and reconnected using proper technique. There was a lot of water leaking from the pad when they disconnected. Initially flow rate (fr) was 1.4lpm when they reconnected, but that went down to 0.5lpm as they were talking. Stopped therapy and drained this pad. Placed another off to the side and flow rate (fr) was stable 1.1lpm. They can move baby to the new pad at this time. Asked they hold onto this pad for return. Please contact the charge nurse for the icn to arrange this. Per follow up information received via phone on 29apr2026. Spoke with charge nurse who noted that this information was not handed off to them by previous charge nurse. Spoke with nurse who stated the patient was still on the device with both pads connected. They were unsure which was the faulty one and does not want to disconnect any at this time. Requested a box.